Manufacturer narrative:
No device model or lot number was provided and no product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatability has been established.

Event description:
A report was received on 15 nov 2021 from a physician stating a patient with unspecified pathology experienced thrombocytopenia (nos) during continuous veno-venous hemodialysis (cvvhd) treatments with the nxstage system on (B)(6) 2021. Additional information was received on 19 nov 2021 from the physician stating that the patient also experienced bleeding. Although requested, no further details were provided.